Event description:
Complainant alleged that while attempting to treat a female patient (age unknown) the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant indicated that the patient subsequently expired, however it was not a result of the reported malfunction.

Manufacturer narrative:
The company has not received the device for evaluation and this complaint is still under investigation.